Manufacturer narrative:
Two months later, the device was explanted and returned for testing. A thorough evaluation was performed which confirmed normal interrogation and telemetry. However, it was confirmd that the device did record multiple battery_system_faults. Final analysis was unable to determine the cause of the lower battery voltage while implanted, due to the device performance was normal during analysis. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that one week ago, telemetry could not be establish with this device. A few days later, the patient reported hearing tones and device evaluation noted a fault code 1003 stating voltage is too low for projected remaining longevity. This device has been implant for six weeks and is scheduled to be explanted in the near future. No adverse patient effects have been reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. A review of the stored device diagnostics noted the device is not sensing an elevated current drain, but is experiencing an unusual drop in the battery monitoring voltage. The battery voltage appears to have continued dropping since the initial fault declaration. The cause of the low voltage is unknown. Additionally, since the voltage is still well below the fault threshold, it is likely that the fault will recur. Device replacement was recommended. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.